Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1130707) indicated that the mynx lot met all established performance criteria prior to shipment.

Manufacturer narrative:
Is being corrected from life-threatening to other serious

Event description:
It was reported by the aci vascular closure specialist that a pt underwent a catheterization (cath) procedure on (B)(6) 2012 at 12:09. Pre-procedure, the pt's hemoglobin was noted as 15.3. Access was obtained at the right femoral artery. Following the procedure, the physician, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device was deployed at 12:40. A hematoma was noted at 13:05, approx 8 cm in size. A hematoma stayed at 8 cm on (B)(6) 2012. A CT scan from (B)(6) 2012, indicated the hematoma on the right groin was 11 x 9 cm. There was no retroperitoneal bleed. Two doses of asa were administered on (B)(6) 2012 (asa 324 at 10:19 and asa 325 at 16:01). On (B)(6) 2012, the hematoma was approx 6 cm. On (B)(6) 2012, the pt's right groin site was documented as unremarkable. The pt's inr was 0.93 pre-cath, and 1.03 after the cath. The pt had no blood transfusion. The pt was discharged on (B)(6) 2012. On (B)(6) 2012, the pt returned to the etc concerned about appearance of right groin. Us was completed on (B)(6) 2012 at 10:23 and indicated: post-cath hematoma, no pseudoaneurysm.